Manufacturer narrative:
There is no indication that the product issue caused or contributed to an adverse event.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. Troubleshooting indicated that the user was not calibrating at least once every twelve hours and was not washing and drying hands thoroughly prior to finger-stick testing. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.